Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone stated that the head under the round spinning brush came off in their mouth while they were brushing their teeth. No injury was reported.